Manufacturer narrative:
The pt is doing well with his new device. This is the final report. Clinical summary: for the first 8 mos of device use, the pt reported no complaints. The pt then began to report intermittency accompanied by some type of non-auditory sensation as sound oscillated between an on and off state. A med work-up revealed no migration of the array or otologic hlth problems. The integrity test on 21 oct 97 was normal. A recent integrity test on 29 jan 98 revealed brief periods of intermittency for both speech and psychophysical stimuli. Result of analysis: a visual inspection of the stimulator found five electrode rings and three stiffening rings crushed. The stimulator body was in good condition. X-rays of the unit revealed no defects, other than those noted above. The unit passed all electrical tests. No contamination was detected inside the case of the stimulator electronics. Conclusion: electrical operation of the stimulator was found to be normal. The cause of the failure of the implant could not be determined. Electrode array damage was observed. It cannot be ruled out, that the damage to the electrode array occurred during explantation as the investigation did not yiled any other probable cause.

Event description:
The patient reported overly loud and intermittent sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.